Event description:
It was reported that the connection between the cable and the external pulse generator (epg) was damaged. The epg was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found that there was something sticky on the battery contact chips and the output port was broken. As a result the output port was replaced and the battery contact chips were cleaned. The device then passed functional testing.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.